Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, implanted (B)(6) 2010; 419688, lead, implanted (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced for early battery depletion, possibly due to a rising and elevated left ventricular (lv) lead threshold. Failure to sustain capture was also observed on the lv lead which had been reprogrammed on more than one occasion to optimize ICD battery life. The lead remains in use. The patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.